Event description:
Consumer complaint of low blood glucose results. Back to back blood results showed "lo" (20 mg/dl) and 89 mg/dl.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).